Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the h6: impact code.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart. The patient then went to the hospital. As of this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart. The patient then went to the hospital. As of this time, the lead remains in service. No additional adverse patient effects were reported.